Event description:
We were informed that during the start of the core vitrectomy, the eye collapsed and the patient experienced hypotony. The patient had a subretinal bleeding. No report of prolonged surgery.

Manufacturer narrative:
In regard to this complaint, one eva tdc vitrectomy pack vgpc, including cartridge and tube sets, was received for investigation. Visual inspection of the returned products revealed no anomalies. As received, the three-way valve that holds the infusion line (silicone tube that goes into the patients eye) was closed. For testing purposes, the cartridge and tube sets were placed on an eva system. The priming phase was completed successfully. Additional testing demonstrated that the infusion line had proper flow. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously. Based on the investigation performed, the reported irrigation issue could not be confirmed or attributed to the returned product. Please note that there are various factors that could cause hypotony during ophthalmic surgery, including, but not limited to, incorrect irrigation/aspiration settings or a (partially) closed three-way valve or tube clamp or an obstructed trocar cannula.

Event description:
We were informed that during the start of the core vitrectomy, the eye collapsed and the patient experienced hypotony. The patient had a subretinal bleeding. No report of prolonged surgery.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed.